Event description:
The procedure was percutaneous coronary intervention (pci) for chronic total occlusion lesion. During the procedure, while advancing an unspecified guidewire in a transit 2(601-231/15649701, complaint product), it got stuck due to resistance and he could not push it any further. It is unknown where exactly it got stuck. During that time, he was pulling and pushing the guidewire for several times, but the situation did not improve. Therefore, both the guidewire and the transit were safely removed from the patient as a unit and was replaced for a new one (details unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.